Manufacturer narrative:
It was erroneously omitted in the previous report that this report is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 475cc (l) and 525cc (r) breast implants and experienced bilateral capsular contracture baker grade unknown and deflation on the left side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 550cc, catalog number 3505504bc, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2019.